Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2011. Concomitant procedures included a hysterectomy, pelvic floor repair, cystocele repair, and rectocele repair. The patient experienced rectal floor and pelvic floor spasms, abdominal swelling, pain, dyspareunia, nausea, and difficulty walking, sitting, and sleeping. The patient had urinary tract infections and bacterial vaginal infections and was treated with antibiotics. The patient has had rectal issues which were treated with medication. The patient also used a vaginal hormone cream weekly.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this medwatch report is in response to receipt of maude event report (B)(4).